Event description:
It was reported by service report that the patient's left side rail would not latch in the upright position. It is unknown if there was patient involvement; however, no adverse consequences were reported.